Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Upon receipt, the ICD was visually inspected. The inspection revealed abrasion marks as well as a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly inspected. During the analysis of the electronic module, it was revealed that the output stages of the high voltage circuit had been damaged. This damage clearly indicates an arc over from a high voltage lead conductor during a shock delivery into an external short circuit, most likely due to a damaged lead insulation, consistent with the spot of molten titanium observed during the visual inspection of the ICD. Due to this damage of the electronic module, the device could not be interrogated properly. In conclusion, there was no indication of a material or manufacturing problem.

Event description:
It was reported that the lead was capped due to high shock impedance during the ICD replacement approx. 101 months after the implantation. During the operation an insulation defect was observed.